Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of optics was loose (loose coupler) and image issue were confirmed. The device evaluation found that due to a water leak in the adapter, the coupler rattled. Additionally, other evaluation findings include the following: cable unit was deteriorated, and due to poor contact of camera unit, the image had linear scratches. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most likely cause of the issues were due to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head attachment of the optics was loose (loose coupler) and the endoscopic view was not optimal but sufficient. The issue occurred during an unspecified procedure. The intended procedure was completed with no patient harm.